Event description:
It has been reported to co that during an electrophysiology procedure this device failed to pace. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.

Manufacturer narrative:
Device history record reviewed.